Event description:
It was reported that the user¿s ilet device sustained a cracked screen that rendered the touchscreen unresponsive, and a replacement unit was shipped with instructions to return the damaged device. Symptoms included no reported changes in blood glucose at the time of the report. Outcomes included use of an alternative insulin therapy while awaiting the replacement device and no hospitalization. Investigation included remote assessment through customer-provided photos and verification of device serial number and shipping details. Investigation of this case revealed physical damage to the display component consistent with user damage, with device functionality impaired due to an unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.